Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition have improved and is no longer experiencing symptoms. However, he went to the doctor today (B)(6) 2017 to discuss his high blood results. Customer states it was not because of his symptoms that he went to the doctor. This is not his regular doctor. The doctor states that his results are high, and gave him a list of things that he should be eating every day. Customer states that the doctor only discuss what he should be eating. Customer states he did not get any new medication. Customer will be going to his appointment at his regular doctor next week for his appointment. Blood glucose reading today was 465 mg/dl fasting.

Event description:
A follow-up call was made in an effort to ensure the customers new replacement products have resolved the customer's original concerns from a previous complaint. Customer states that his new meter was reading high. Consumer reported an hi blood glucose test results. The customer is concerned with tests results from hi accompanied by symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of dry mouth, excessive thirst and excessive urination. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 03/16/2018 open vial date is approximately two months ago. The meter memory was not reviewed for previous test result history. Ran control solutions on new meter, results was within range, ran a blood test with customer, result was 480 mg/dl non-fasting. Customer states that he is having symptoms of hyperglycemia; he was urinating more than usual, feeling more thirsty than usual, and had dry mouth. Advised customer to seek medical attention, customer states he will call his doctor at this time. Disconnected call.

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user has high glucose value note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition have improved and is no longer experiencing symptoms. However, he went to the doctor today (B)(6) 2017 to discuss his high blood results. Customer states it was not because of his symptoms that he went to the doctor. This is not his regular doctor. The doctor states that his results are high, and gave him a list of things that he should be eating every day. Customer states that the doctor only discuss what he should be eating. Customer states he did not get any new medication. Customer will be going to his appointment at his regular doctor next week for his appointment. Blood glucose reading today was 465mg/dl fasting.

Event description:
A follow-up call was made in an effort to ensure the customers new replacement products have resolved the customer's original concerns from a previous complaint. Customer states that his new meter was reading high. Consumer reported an hi blood glucose test results. The customer is concerned with tests results from hi accompanied by symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of dry mouth, excessive thirst and excessive urination. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 03/16/2018 open vial date is approximately two months ago. The meter memory was not reviewed for previous test result history. Ran control solutions on new meter, results was within range, ran a blood test with customer, result was 480mg/dl non-fasting. Customer states that he is having symptoms of hyperglycemia; he was urinating more than usual, feeling more thirsty than usual, and had dry mouth. Advised customer to seek medical attention, customer states he will call his doctor at this time. Disconnected call